Manufacturer narrative:
E1- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited error e226 error (image blackout). The issue was identified during a therapeutic rapatan procedure, which was completed using an olympus backup device under sedation. The procedure was delayed. There were no reports of patient harm.